Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. During lead revision, an insulation anomaly was noted. The lead was capped and replaced. The patients condition was good post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).